Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the patient has contraindicating conditions including diabetes that may contribute to slow healing. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the slow healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an explant due to slow healing at the pocket site. An explant procedure was performed on (B)(6) 2022, no further issues have been reported, and the patient is currently doing well.